Event description:
It was reported via repair work order that the lock bar and track support struts were broken which could affect chair stability. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the lock bar strut is broken which could affect chair stability. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was also found during the investigation that the track support strut was also broken and this can affect cot stability.